Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and was able to duplicate the reported complaint. The technician calibrated the exhalation flow transducer, performed exhalation valve recatheterization, and replaced the exhalation valve diaphragm. The ventilator performed to specifications.

Event description:
The customer reported that the ventilator was stacking breaths so they removed it from the pt and placed another ventilator on the pt. They was no harm to the pt.